Event description:
Boston scientific crm received information that this device was associated with a remote monitoring alert for a high out-of-range (oor) shock impedance measurement for the associated right ventricular defibrillation lead. The alert was received during the patient's first remote monitoring transmission, and showed the initial oor measurement occurred 13 days after the chronic lead was connected to this device. There were no adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.